Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/17/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported patient with heterotopic ossification posterior aspect of the greater trochanter, the metal ion levels to be in the region of 17 without lab results, and metallosis. Sticker sheet reviewed and femoral stem was a competitor product and MDR tree was voided for the unknown depuy femoral stem. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 2, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient was revised to address pain and excessive levels of chromium and cobalt. Update rec'd 9/17/2015 - litigation with waivers received. There is no new additional information that will change the investigation. Complaint updated on 9/22/2015.